Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06452. Related manufacturer reference number: 3006705815-2021-05866. Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned to address the issue. During the procedure, the leads were also repositioned to optimize therapy

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.